Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s battery life had shortened to approximately three days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: no battery cap returned. A test battery cap was used for all testing. No evidence of excessive battery usage/short battery life observed in black box. No defect was found.